Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the valve was positioned well in the annulus but did not fully open. The valve was released with the plan to perform a post-implant balloon aortic valvuloplasty (bav), however, upon release, the valve dislodged and moved upward. A balloon aortic valvuloplasty (bav) was performed which expanded the valve and moved it further upward, resulting in moderate paravalvular leak (pvl). Another valve was implanted in the correct position with excellent result. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.